Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
Caller reports the pump screen is now dark/won¿t turn on, after jumping in pool. There was no reported adverse impact to the customer¿s blood glucose level. Troubleshooting with charging supplies did not resolve the issue. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.